Event description:
It was reported when using the bd vacutainer® pst¿ gel and lithium heparin (lh) blood collection tubes some "oil rings" on top of the sample on tubes 367960 and 367962. The following information was provided by the initial reporter. The customer stated: this call came in from a sales representative from roche. He could not provide any additional information about the tubes/lot#. Nor could not provide the end user contact information. They report the "oil ring" is presenting on both types of tubes 367960 and 367962. He reports the end user get in touch directly with bd and someone advice there is not an issue with the tubes. However no additional information could be recollected.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Medical device expiration date: unknown. Device manufacture date: unknown.

Event description:
It was reported when using the bd vacutainer® pst¿ gel and lithium heparinn (lh) blood collection tubes some "oil rings" on top of the sample on tubes 367960 and 367962. The following information was provided by the initial reporter. The customer stated: this call came in from a sales representative from roche. He could not provide any additional information about the tubes/lot#. Nor could not provide the end user contact information. They report the "oil ring" is presenting on both types of tubes 367960 and 367962. He reports the end user get in touch directly with bd and someone advice there is not an issue with the tubes. However no additional information could be recollected.

Manufacturer narrative:
H.6. Investigation summary: mat: 367962 lot: unknown no samples or photos were returned by the customer in support of this complaint. The lot number is unknown. Bd was unable to duplicate or confirm the customer¿s indicated failure mode because no samples or photos were returned, and lot number is unknown. Lot number is unknown; therefore, no retention samples are available. The device history records could not be reviewed as the lot number is unknown. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for identification of emerging trends. See h.10.